Event description:
The following has been reported: will not power up, cannot pull logs. A preliminary review of the logs was not performed. The device was returned for evaluation. Upon return, the device does not power up. Power indicator light is verified at keypad. Verified voltage at power entry pcba and main pcba. Verified keypad flex cable at main pcba. Power indicators on main pcba are visible. No visible indicator for the som module on main pcba. Som module showed no activity through the service/interface port. Power light to the som is not visible on the main pcba. The screw bosses to the lcd screen are broken. The lcd backlight connector on the pcba is broken. The handle screw boss is broken. No other damage found. Reporting as a conservative measure due to the som failure during investigation. No adverse effects were reported.